Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 341 (positional interrupt error) alarm whenever the patient was connected and touched a pole or something. When the error occurs all of the settings on the pump clear. This occurred during delivery on a patient, however there was no patient injury or medical intervention associated with this event. No additional information is available.